Event description:
Customer called to report the pump had a display and the buttons were not responding to press. High bg was treated with a manual injection. Device was not dropped, bumped, or exposed to moisture.